Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the customer was performing vascular planned treatment, which was delayed and completed after power was restored. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon troubleshooting, the fse found that the ups batteries were down. To resolve the issue, the fse replaced the ups batteries. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.